Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving infumorph at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the refill nurse stated that the residual volume was not matching the actual volume. It was noted there was a "24% difference on (B)(6) 2019." The managing hcp was going to replace the pump and possibly replace the catheter on (B)(6) 2019. The pump was going to be returned for analysis. No patient symptoms were reported. The issue was not considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.